Manufacturer narrative:
On 26-dec-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Subsequently, on 27-dec-2023, bwi received additional information indicating that there was no temperature value displayed during the incident. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-jan-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve and as the catheter was manipulated inside the patient's body, an alert sounded from the syringe pump controlling octaray's irrigation, indicating that something had jammed in the lumen. The issue occurred during mapping of the left atrium and right atrium. The flow rate was increased in stages when the pump alarm sounded. The catheter was not replaced and the procedure was continued according to the physician's judgment. The procedure was completed without complications or patient consequences. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and patency test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no anomalies or damage in the device. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were detected. A manufacturing record evaluation was performed for the finished device 31083171l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve and as the catheter was manipulated inside the patient's body, an alert sounded from the syringe pump controlling octaray's irrigation, indicating that something had jammed in the lumen. The issue occurred during mapping of the left atrium and right atrium. The flow rate was increased in stages when the pump alarm sounded. The catheter was not replaced and the procedure was continued according to the physician's judgment. The procedure was completed without complications or patient consequences.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).